Event description:
The user facility reported that during a percutaneous coronary intervention (pci) they experienced distal perforation related to the wire. The patient was sent to cardiac surgery for repair. The estimated blood loss was less than 250cc. Additional information was received on 09 mar 2023: the patient did fine after the surgical intervention.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. 1. The manufacturing record and the shipping inspection record of the product with the involved product code/lot#. Since the lot number was unknown, it was not possible to inspect. 2. The past complaint file of the product with the involved product code/lot#. Since the lot number was unknown, it was not possible to inspect. 3. In the product with the involved product code, no other similar report from other. Facilities was found for past about 3 years (april, 2020 - march, 2023). In the product with the involved product code, no other similar report from other facilities was found for past about 3 years. However, since the actual product was not returned, detailed investigation could not be performed and the cause of occurrence could not be clarified. Ashitaka factory is always continuing diligence in maintaining the product quality by performing following inspections. In the product assembling process, 100% visual inspection is performed to assure that there is no deformation in the coil. After the product assembling process, the outer diameter is measured on 100% basis to assure that there is no anomaly on it. After the product assembling process, the tip abutting resistance is measured on 100% basis to assure that there is no anomaly in the tip load. The dispensing amount of materials and stirring time of the hydrophilic coat solution are controlled to control that the coating amount and coating condition are uniform. In the shipping inspection, the tip sliding resistance value is measured per lot number basis to assure that there is no anomaly in its lubricity. IFU states: "if any resistance to the run through ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper (e.g., the tip is trapped due to vessel spasm or some other cause, or the tip is folded), stop manipulating the guide wire (and the catheter), determine the cause carefully by fluoroscopy and take suitable remedial actions (see fig. 2). Next, remove the guide wire slowly, without turning, and exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).